Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance values and a high amount of atrial high rate episodes due to over-sensing causing lead warnings. The lead remains in use. No patient complications have been reported as a result of this event.